Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that restenosis occurred. In (B)(6) 2018, index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) extending to mid rca. With 90% stenosis, a length of 38mm and reference diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.50x48mm study stent. Following post-dilatation, residual stenosis was 0%. However, post procedure angiography revealed 80% side branch stenosis. The patient was discharged the following day on dual antiplatelet therapy.